Event description:
The hospital reported that during the endoscopic vein harvesting procedure, debris came out from the device in the pt. The debris was removed through the original incision. A replacement unit was used to complete the procedure. The hospital did not report any pt complications: however, the hosp was not sure if all the pieces were removed.

Manufacturer narrative:
Investigation results: the visual inspection showed that the white colored thread-like material was plastic and came from the trough of the harvesting cannula when the scissors were inserted through the cannula. The complaint was confirmed. A lhr review was completed for the product and there was no nonconformance associated with the lot number. (B)(4).